Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve submersed in an unidentified liquid within a plastic container. Summary: first, we performed a visual inspection of the valve. No significat deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability as well as the brake functionality and brake force. The opening pressure of the valve was out of tolerance, but all other specifications were met. The first measurement has shown that the valve was working outside the tolerance. The measurement could confirm under-drainage. The computer test of the shuntassistant has shown that the valve is outside the tolerance, and in contrast to the valve, over-drainage was diagnosed. Finally, we dismantled the valve. Inside both valves we have found slight build-up of substances (likely protein). Based on our investigation results we can confirm the suspected under-drainage of the valve. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of he final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was suspected of underdrainage postoperatively. The patient was originally implanted on an unspecified date. Tlhe valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided.